Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced fiber cable to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, the clinical sales representative (csr) reported repeated non-recoverable fault 319 and attempted multiple restarts. There was no onsite connection during the initial call. The intuitive surgical, inc. (Isi) technical support engineer (tse) assisted with a hard power cycle, but this did not resolve the issue. The site later called back after connecting the system onsite; log review showed errors related to the endoscope controller (ec). The site turned off both the vision side cart (vsc) and ec and powered them on again, but the issue persisted. The procedure was converted to traditional laparoscopic surgery. There was no report of patient involvement.

Manufacturer narrative:
The root cause is attributed to a damaged optic fiber cable due a misplaced connection causing communication issues between the vp and the ec and being identified by the system through error 319.

Event description:
Refer to h11 for follow-up information.